Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient with an implantable infusion pump receiving morphine for non-malignant pain. It was reported that the reason for call was caller stated that she "made a mistake" and didn't program a bridge bolus after changing drug from 10 to 25 mg/ml morphine earlier today. The caller was not with the patient. Technical services reviewed calculation for pump flow rate and that an advance mode bridge bolus will be needed when she gets back to see the patient. Pump was currently programmed as morphine 25 mg/ml and 4.344 mg/day. No symptoms reported.